Manufacturer narrative:
(B)(4). Additional 510(k) are k011028 and k013227.

Event description:
It was reported that the implant (tsv6h10) was removed due to peri-implantitis. It was also reported that the site was grafted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following sections have been updated: visual inspection of the as returned product identified bone residue with signs of use within the external threads of the implant (image 1). The internal hex of the implant was unable to be inspected due to the attached crown. As a result of the attached crown, accurate measurement analysis could not be conducted. The implant was located at tooth #31 (universal) and the implant was implanted in the patient's mouth for approximately 3 years. The patient was also reported to have moderate density bone with good oral hygiene. No other pre-existing patient conditions were noted on the per or in the complaint form. Documents reviewed: instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants - 4869 rev 7-01/16 information identified: contraindications, warnings, precautions, breakage, adverse effects (pages 2, 3, 4) as per the applicable IFU, under section 'adverse effects', infection and bone loss are known complications that may occur relative to implant placement. Additionally, the customer was reported to use a drill speed of 800 rpm and a torque value of 25 ncm. According to the trabecular metal and tapered screw-vent implant systems surgical manual - rev c 07/19, the recommended drill speed and implant placement torque is 600-850rpm and 20-35ncm, respectively. DHR review was completed for the subject lot number (63175781). Deviation no. 10359 was discovered in the review. The deviation included a reduction of the radiation dosage for the work order. However, the reduction in dosage was still above the minimum dose to be considered sterile. It was concluded that the deviation would not affect the sterilization of the product. Further review confirmed that all operations and inspections were executed as per applicable procedure. No other deviations or non-conformances, which could have caused or contributed to the reported events were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (st#2876) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (63175781) for similar events and no other complaint was identified. Based on the investigation, the implant did not malfunction. The reported events (infection, bone loss) are non-verifiable as they are medical condition events. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.